Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07001 ¿ sales unit, g07001 ¿ each packaging. Additional information was requested, and the following was obtained: how was the product purchased? On-line sampling. Is there an indication of how the product was distributed? On-line. Is there any indication of the source? Original source is unknown, but online merchant name contains:hangzhou zeyi; jinan xiangtu shunkang; qingdao eastwill; shenzhen yaodong. Based on the packaging, is there any indication of which market the original genuine product may have come from? According to feedback, it looks like counterfeit goods was any device used on a patient? If so, was there any patient consequence? No. Investigation summary: according to the information received, it was reported the suspected products from on line sources. Surgicel 2¿ x 3¿ 1953, lot rjb7631 from qingdao eastwill. The product received for analysis was identified as product code 1953. Visual inspection and analysis were performed on the returned product show multiple labeling discrepancies such as the writing style and font of the product artwork did not match the information on file. The device was consistent in construction with surgicel. The device was consistent with surgicel by ftir analysis. It was concluded that the device is recycled expired surgicel. The box was considered counterfeit due to missing certain features. The packaging was considered counterfeit because of several visible errors. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw# 2210968-2023-04045, mw # 2210968-2023-04044, mw # 2210968-2023-04042. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the local team received employee feedback about suspected products from on line sources. No adverse patient consequences were reported. Additional information was requested.